Event description:
Device report from synthes reports an event in italy as follows: it was reported that a patient underwent surgery to implant the plate and screws in (B)(6) 2021. On an unknown date, the devices were explanted due to infection. This report is for a 4.5mm ti cortex screw self-tapping 42mm. This is report 9 of 9 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. Additional device product codes: hrs and hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date is in (B)(6)2023. Product code: 414.842 lot number : l966983 release to warehouse date : 05.july.2018 expiration date : na supplier: na manufacturing site: werk grenchen a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.